Event description:
It was reported that a patient underwent an anterior cervical fusion procedure at levels c5-c6 and approximately seven years post-operatively, "a screw backed out of the construct causing patient discomfort". The cervical plate and four (4) screws were explanted successfully and it was confirmed that fusion had occurred for this patient prior to the revision. No other patient complications were reported.

Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.